Event description:
The patient has filed a lawsuit against the surgeon for a potential injury to the peroneal nerve sustained during her amis total hip replacement on 01/24/2014. No product failure occurred nor was the amis table at fault during this procedure. The surgeon informed the agent about this on (B)(6) 2015. Ref MFR # 3005180920-2015-00024.